Event description:
Ous MDR - after an implant duration of one day it was reported that the pt was diagnosed with a hemothorax and a cardiac tamponade. The pt was scheduled for a surgical intervention but subsequently died the next day.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.